Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and colitis ulcerative ('gastrointestinal or digestive system condition type:ulcerative colitis') in a 33-year-old female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included diarrhea, abdominal pain, blood in stool, gas, heartburn, osteopenia, fatigue, intramural leiomyoma of uterus, menstrual cycle abnormal, discomfort, endometriosis, ovarian cyst, bleeding genital, peritonitis and adenomyosis. Concomitant products included ethinylestradiol;levonorgestrel (lo/ovral) from 2006 to 2018. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss/hair thinning") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pains"), gastric disorder ("gastrointestinal or digestive system condition type: stomach issues"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), colitis ulcerative (seriousness criterion medically significant), gastrointestinal inflammation ("gastrointestinal or digestive system condition type:inflamed intestines") and abdominal distension ("major bloating"). The patient was treated with sulfasalazine and surgery (ablation of endometriosis and total laparoscopic hysterectomy, bilateral salpingooophorectomy, lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, gastric disorder and abdominal distension had resolved and the vaginal haemorrhage, menorrhagia, abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, colitis ulcerative, alopecia, weight increased and gastrointestinal inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, back pain, colitis ulcerative, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, gastrointestinal inflammation, irritable bowel syndrome, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: right side-four coils were seen. Left side-two coils were seen. Insertion date provided in pfs- (B)(6) 2013 (discrepancy noted) current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: (per pfs):total bilateral occlusion. (Per mr):bilateral tubal occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : low back pain, colitis, vaginal haemorrhage, pelvic pain, dysmenorrhea, menorrhagia, abdominal distension, fatigue quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), colitis ulcerative ('gastrointestinal or digestive system condition type:ulcerative colitis') and autoimmune disorder ('autoimmune diagnosed') in a 33-year-old female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included diarrhea, abdominal pain, blood in stool, gas, heartburn, osteopenia, fatigue, intramural leiomyoma of uterus, menstrual cycle abnormal, discomfort, endometriosis, ovarian cyst, bleeding genital, peritonitis and adenomyosis. Concomitant products included ethinylestradiol;levonorgestrel (lo/ovral) from 2006 to 2018. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss/hair thinning") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pains"), gastric disorder ("gastrointestinal or digestive system condition type: stomach issues"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), colitis ulcerative (seriousness criterion medically significant), gastrointestinal inflammation ("gastrointestinal or digestive system condition type:inflamed intestines"), abdominal distension ("major bloating"), autoimmune disorder (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with sulfasalazine and surgery (ablation of endometriosis and total laparoscopic hysterectomy, bilateral salpingooophorectomy, lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, gastric disorder and abdominal distension had resolved and the vaginal haemorrhage, menorrhagia, abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, colitis ulcerative, alopecia, weight increased, gastrointestinal inflammation, autoimmune disorder and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, autoimmune disorder, back pain, colitis ulcerative, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, gastrointestinal inflammation, irritable bowel syndrome, menorrhagia, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: right side-four coils were seen. Left side-two coils were seen. Insertion date provided in pfs- (B)(6) 2013 (discrepancy noted). Current weight 140 lbs. Date(s) of insertion: (B)(6) 2013(as per ppf) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: (per pfs):total bilateral occlusion. (Per mr):bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : low back pain, colitis, vaginal haemorrhage, pelvic pain, dysmenorrhea, menorrhagia, abdominal distension, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: event autoimmune diagnosed, psych injury added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and colitis ulcerative ('gastrointestinal or digestive system condition type:ulcerative colitis') in a (B)(6) female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included diarrhea, abdominal pain, blood in stool, gas, heartburn, osteopenia, fatigue, intramural leiomyoma of uterus, menstrual cycle abnormal, discomfort, endometriosis, ovarian cyst, bleeding genital, peritonitis and adenomyosis. Concomitant products included ethinylestradiol; levonorgestrel (lo/ovral) from 2006 to 2018. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss/hair thinning") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pains"), gastric disorder ("gastrointestinal or digestive system condition type: stomach issues"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), colitis ulcerative (seriousness criterion medically significant), gastrointestinal inflammation ("gastrointestinal or digestive system condition type:inflamed intestines") and abdominal distension ("major bloating"). The patient was treated with sulfasalazine and surgery (ablation of endometriosis and total laparoscopic hysterectomy, bilateral salpingooophorectomy, lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, gastric disorder and abdominal distension had resolved and the vaginal haemorrhage, menorrhagia, abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, colitis ulcerative, alopecia, weight increased and gastrointestinal inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, back pain, colitis ulcerative, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, gastrointestinal inflammation, irritable bowel syndrome, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: right side-four coils were seen. Left side-two coils were seen. Insertion date provided in pfs- (B)(6) 2013 (discrepancy noted). Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : low back pain, colitis, vaginal haemorrhage, pelvic pain, dysmenorrhea, menorrhagia, abdominal distension, fatigue most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received- previously reported event ¿injury¿ replaced with ¿back pain¿,. Events- ¿ abnormal bleeding (vaginal), menorrhagia, dysmenorrhoea, dyspareunia, fatigue, stomach issues, irritable bowel syndrome, ulcerative colitis, inflamed intestines, hair loss, weight gain, inflamed intestines, stomach pain¿, medical history, concomitant and treatment drug, historical drug lab data, lot number ,reporter¿s information ,patient¿s demographics were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.